Manufacturer narrative:
Complaint confirmed. The evaluation revealed the distal tip was broken off and the hex was twisted. The device met all material specifications as received. The most likely cause(s) of this type of event include continually applying torque when the implant is not properly aligned, leveraging, torquing while leveraging the device. The reporter confirmed the torque adaptor was not used in this event, which is recommended to prevent over-torquing that can lead to driver damage.

Event description:
It was reported that during a rtsa procedure, the medium length quick connect t-15 screw driver broke during insertion of the peripheral locking screws in the baseplate. The case continued with another screw driver and the patient was not harmed. Additional information received 8/7/2018: the tip of the driver was not retrieved. The device was not used with the torque indicating adaptor.